Event description:
It was reported that pump displayed malfunction alarm when pump was started. There was no reported impact to the customer¿s blood glucose level. Customer was provided replacement pump and original pump was expected to be returned for evaluation, and no additional information was received regarding the outcome of the event.